Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: a specific cause for the reported blood leak at the mini apical cuff during implant could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2024. To date, the device has not been returned for testing (refer to (B)(4)). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the implant procedure the surgeon removed the pump and placed sutures due to bleeding. The bleeding improved after the pump was reinserted. On (B)(6) 2024, the patient suffered a middle cerebral artery (mca) stroke. They remained in the intensive care unit (ICU).

Manufacturer narrative:
H9: fsca number, corrected. No further information was provided. The manufacturer is closing the file on this event.